Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted on (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alert was triggered due to high out of range impedance on the right ventricular (rv) lead. Reprogrammed bipolar alert, turned off by clinician and the rv lead remains in use. It was noted that in office the lead impedance was stable and the patient has follow up with their cardiologist planned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory also indicated the impedance trend of the right ventricular pacing lead was rising. If information is provided in the future, a supplemental report will be issued.